Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, nine years and six months of post implantation, the patient had abdominal pain and computed abdomen and pelvis without contrast was performed. Patient had an inferior vena cava filter placed. On the computed tomography showed that there was perforation of both the inferior vena cava and the aorta. Evaluation of an abnormal computed tomography showed that her inferior vena cava filter which was placed sixteen years ago was in an abnormal position with prongs through the lumen of the inferior vena cava and 1 into the aorta. No bleeding was noted on that scan. Around, one year and ten months later, computed abdomen scan of abdomen and pelvis without contrast was performed. Superior extent of inferior vena cava filter was overlying the superior l3 vertebral body and inferior extent was overlying mid l4 vertebral body. A total of 8 prongs had perforated the inferior vena cava. Maximum distance prongs perforated was 14 mm. Coronal images showed 9 degree tilt left to right series and sagittal images showed 3-degree tilt posterior anterior. Inferior vena cava filter was in place and there was no migration and lateral tilting of its apex was demonstrated. There was intraperitoneal perforation of several medial struts, one of the strut appeared to approach intimately adjacent to the aortic wall and aortic perforation was not excluded. Around, two months later, computed tomography of chest and abdomen without and with contrast showed that the inferior vena cava prongs were identified outside the lumen of the inferior vena cava circumferentially puncturing the inferior vena cava. One of the prongs lied immediately anterior to the infrarenal abdominal aorta. The medial inferior vena cava prominently appeared to puncture the inferior vena cava and its distal end lied within or adjacent to the right infrarenal abdominal aortic wall possibly within the intima. There was no evidence of retroperitoneal hematoma. Risks and benefits of removing the filter was discussed. At this point there will be heavy scarring in that area for filter that has been there for eighteen years. There was significant morbidity and mortality associated with the surgical removal of this filter. Unfortunately, as it was a not retrievable filter it was very difficult to remove it via endovascular means. The inferior vena cava filter was tilted. The patient had a longstanding history of lower back pain. A computed tomography scan demonstrated inferior vena cava filter that was penetrating through the wall of the inferior vena cava towards the aorta. A computed tomography angiogram was performed. The patient complained of lower back pain and intermittent abdominal pain. Inferior vena cava filter was placed as a prophylactic measure prior to her laparoscopic gastric band surgery performed around eighteen years ago. The patient recently had workup done for the lower back pain and it was discovered that 1 of the prongs of the inferior vena cava filter was penetrating towards the aorta. The patient then subsequently underwent a computed tomography angiogram 2 months later which demonstrated no evidence of intramural hematoma/dissection/any irregularity in the aorta but there was a prong of the inferior vena cava filter that was penetrating towards the aorta. It was believed that this was a chronic finding and unlikely to be contributing to her lower back pain which was more related to degenerative lumbar spine disease. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc), filter tilt and filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g3, h6 (method). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.